Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (b)(5) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for two events reported for the same patient involving three separate products; associated MDR #1225714-2013-01979, 1225714-2013-01980, 1225714-2013-03560, 1225714-2013-003561, 2937457-2013-00388, 2937457-2013-00389.